Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s spouse reported the patient had been transported by ems to the hospital on (B)(6) 2026 while wearing the pod between 24 and 36 hours. The patient had accidently injected themselves with insulin into their abdomen. Reportedly the patient got confused and instead of putting the syringe into the new pod, the patient injected themselves with 90 units of insulin into the skin. The patient's blood glucose levels were not reported. The date of release from the hospital was not available. No other information was provided. The pod was removed at the hospital.